Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ymxy, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported on (B)(6) 2015 that there was a return of leakage symptoms. The patient went to see the doctor on (B)(6) 2015 and told the healthcare provider (hcp) that something was wrong and that she had blood come from her rectum. The physician indicated that everything was okay. The patient had another appointment with the doctor on (B)(6) 2015. It was noted that the patient was feeling stimulation. They were assisted in using the patient programmer (pp) to adjust settings on program 4 at 0.2 volts to 0.4 volts. Additional information received from the consumer on (B)(6) 2015 reported that there was stimulation in the wrong location. It was confirmed with the patient programmer that the therapy was on. It was stimulating the right side of the hip instead of across the bladder and butt, where they normally felt it. It was vibrating but it was not stimulating in the right spot. This started happening on (B)(6) 2015. It was on program 2 at 4.5 volts and stimulation was on. They changed to program 3 at 5.0 volts. The patient turned stimulation on and then raised stimulation up to 1.2 volts. The patient reported feeling stimulation at 5.0 volts and felt comfortable stimulation. It was further reported by the patient on (B)(6) 2015 that the patient was not feeling stimulation. The therapy was on and it was on program 3 at 5.4 volts. They tried increasing to 5.6 volts and still did not feel stimulation. The reported symptoms were leaking, raw, irritating. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the health care provider (hcp) checked the device as the patient¿s symptoms had not cleared up. The patient still would ¿still get infection from it¿ and had to use a cream, so they would not be so sore.